Event description:
On 11/09/1998, the facility's risk manager informed the MFR's sales rep of the following: the facility's risk manager will be filling out a medwatch report. The MFR's sales rep stated he was informed that the physician had placed the device on 09/16/1998. Additionally, it was stated that the physician sutured through the mesh and silicone on the device (three (3) places). The suture ripped through the device causing the device to flip. The catheter then came out causing a hematoma in the pt. On 11/16/1998, the MFR rec'd medwatch report # 103300000019980008 that states the following: it was noted that the device base had tears though (through) the base including the mesh webbing at the base where the anchor sutures had been placed. The device was noted to be turned upside down in the pt with a hematoma that may or may not be related to the site. No further details were provided at this time.